Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. Reprogramming was done but was unsuccessful. The patient underwent a full system replacement procedure and was doing well postoperatively. All explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(4); batch: 18174177.